Event description:
A hydrothermablation procerva procedure set was being prepared for use during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, during set up, the seal was compromised on the sterile piece of the kit packaging. A second kit was opened and was fine. Clinical follow up revealed that there was no damage to the outer packaging. There was no patient involved with regards to this event.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4) relates to (B)(4) for the reported event of seal packaging compromised.